Event description:
It was reported that the spring wire guide was frayed. Additional information received on (B)(4) 2010 from the sales representative stated that the catheter frayed at the tip and they had issues with the stylet being difficult to remove. It is unknown if there was a delay in treatment. There was no patient death and patient complications were reported as "unknown." The hospital has provided no additional information.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.